Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in: => laparoscopic hepatectomy. Was the device locked on tissue with the jaws closed; if yes, how was the device removed; if yes, did the jaws eventually open: => yes, they were finally opened after trying hard. What was the product code of the cartridge (gst60t, ecr60d, etc.): => ecr60w. How was the case completed => the surgeon used another same device and finished the operation. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event: => not yet the analysis results found that one ec60a device was returned in good visual condition and with no cartridge reload present. The returned device was tested for functionality with a test cartridge. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete firing sequence without any difficulties. Upon firing of the device the opening mechanism was difficult to operate. The device was disassembled to verify the condition of the internal components and the pawl pin was noted to be not properly assembled, causing friction between return rocker this condition caused the device to open with difficulties. No conclusion could be reached as to how the pawl pin became damaged however it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the release button of the device did not work, so the surgeon could not open the jaw. Unknown how case was completed. It is unkown if there were adverse consequences for the patient.